Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (does not latch with belt) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle was snapped from the case with some wires broken. The cause of the test failure was the broken wires. The root cause of the broken wires was due to physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) does not securely latch with an electrode belt.